Event description:
It is reported that the device was implanted in 2006 and that the pt was revised in 2009, due to x-ray showing poly wear. Upon explantation, the liner was found to be broken. Two pieces of the rim had cracked off, and the liner was still inside the shell.

Manufacturer narrative:
Eval summary - the devices were reviewed via both visual inspection and sem analysis. The sem analysis was performed on the fracture surface of the liner and indicated that the fracture appeared to have occurred by fatigue. The devices were in-vivo approx 3.5 years. Based on the visual inspection and sem analysis, the liner fracture may have been due to one or a combination of the following mechanisms: component malalignment, impingement, subluxation, and/or pt factors such as weight and activity level. However, a definitive cause analysis cannot be completed with certainty. Device history records indicate all components were mfg and inspected to spec. Scanning electron microscopy (sem) analysis/energy dispersive spectroscopy (eds) analysis was performed. No mfg abnormalities could be detected by either method.